Event description:
"Paddle hook and adapter are damaged" was reported. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.